Manufacturer narrative:
During this investigation, there was an incidental finding of cosmetic damage to the silicone jacket of the external portion of the patient's driveline. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported low speed events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6)2019 and approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Layers of medical tape and rescue tape were observed approximately 1.5¿ through 10.5¿ from the metal connector. Removal of the tape revealed damage to the silicone jacket approximately 2.25¿ and 5.25¿ from the metal connector. The bionate layer was discolored but showed no signs of damage. Areas of breakdown in the metal braided shield were observed at the base of the metal connector and approximately 2" through 3", 4.5" through 5.5", 7.5" and 8.5" from the metal connector. Visual inspection of the wires confirmed a breach to the insulation of the green wire approximately 2.25¿ from the metal connector. Closer inspection revealed that the underlying conductors were partially severed. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. Visual inspection of the remaining wires showed no obvious signs of damage to the insulation or underlying conductors of the wires. The returned portion of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the green wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the low speed events that were confirmed through the submitted log file. The account reported that the patient was placed on a grounded patient cable following the repair and no further alarms were noted. The patient was discharged home and was reportedly in stable condition. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is experiencing low speed alarms while on the power module. This is caused by a perc lead short to shield. The x rays do not show any obvious areas of shield compromise. On (B)(6) 2019 tech services arrived onsite for external perc lead repair. The perc lead replacement performed per op 1005966 approximately 3 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. Patient is currently stable at home with no further alarms. No further information provided.